Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Event description:
A health care professional (hcp) reported that she received a new meter kit which came with a microlet next lancing device and a microlet lancet was already placed in the lancing device. The hcp sustained an accidental needlestick injury from this microlet lancet. The hcp underwent testing for infectious disease and the results were confirmed to be negative. The device is not expected to be returned for evaluation.